Manufacturer narrative:
The medical records indicate that the patient, developed a recurrence of his hernias and underwent repair. Recurrence is a known possible adverse event listed in the IFU. Additionally, the patient is obese with a history of hernia recurrence. Based on the information available at this time, no definitive conclusion can be made. See MDR 1213643-2014-00153 for information related to the unknown flat mesh implanted on (B)(6) 2004. See MDR 1213643-2014-00152 for information related to bard composix kugel hernia patch implanted on (B)(6) 2004. See MDR 1213643-2014-00195 for information related to the bard flat mesh implanted on (B)(6) 2009.

Event description:
The following is based on medical records provided by the patient. On (B)(6) 2004 - patient was implanted with an unknown bard composix kugel hernia patch. (Operative report not provided ck alleged by patient). On (B)(6) 2004 - patient was implanted with an unknown bard flat mesh for repair of new hernia just above the previously repair. On (B)(6) 2009 - patient underwent repair of recurrent incisional hernia, with the implant of a bard composix lp mesh and bard flat mesh. Inflammation was noted and the removal of all previously placed mesh and "corkscrew tacking sutures." On (B)(6) 2010 - patient underwent repair of recurrent incisional hernias one of which was noted to contain small bowel. During this procedure a bard composix lp mesh was placed and secured with a running suture using anterior mesh pledgets made a bard flat mesh cut to size. Based on medical record review the previously placed bard composix lp mesh and a bard flat mesh remain implanted as they were not reported as being removed during this procedure.